Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and was unable to be reproduced. Evaluation did find the head section main body was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the image flickering was unable to be confirmed during device evaluation, a definitive root cause of the flickering image could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the camera head was flickering. There was no reported patient harm or impact due to this event.